Manufacturer narrative:
Continuation of d10: product ID neu_unknown serial# unknown, product type unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating they aren't sure if the loud noise is coming from the neurostimulator or the external device but they think it was from the neurostimulator. There were no changes in activities at all leading up to the loud noise starting. They meet with a manufacturer representative (rep) at the hospital and they don't know what the rep did but the device was off afterward. They were at the hospital and wanted to have the device turned on and recharged but the rep said it would take too long and he didn't have the time. The patient got a phone number to call and instructions to do it on their own. They are requesting another appointment at the hospital to recharge the device as it is difficult for them to do it themselves.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they started suffering from pain sunday (8/31) and the situation was getting worse. Pt mentioned they can't sleep as "it's very loud". Pt added they have sciatic pain and they had the neurostimulator put in, the therapy was doing find the first few days but sunday they started having problems. Pt stated, "now it's moving around and becoming very loud sometimes". Agent tried to clarify about the loud sound but was unable to get direct answer from the pt. See general text for omitted information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.